Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage of metal parts inside a-rubber glue winding part. It was possible that the user felt it like the a-rubber coming off. As a cause of the breakage of the metal parts, unusual stress may have been applied to bending section during user handling. The event can be detected/prevented by handling the device in accordance with the following instructions for use: urf-v2/v2r operation manual chapter 3 preparation and inspection. Urf-v2/v2r operation manual important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the uretero-reno videoscope had rubber coming off from the insertion end. The issue was found during inspection for use for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber was detached and missing glue. The bending section had a dent and the angulation was low. The forceps passage had no pass due to a dent and the brush passage had restriction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.